Manufacturer narrative:
Evaluation of the returned red62 confirmed that the catheter was fractured and revealed stretching near the fractured location. If the red62 is manipulated against resistance, damage such as stretching and subsequent fracture may occur. Based on the reported complaint, the root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 and m2 segments of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62) and a non-penumbra sheath. During the procedure, the physician successfully treated m1 using the red62 and completed a pass in the m2 segment. The red62 was then removed and flushed. Next, while attempting to advance the red62 for the second pass, the physician encountered resistance. Therefore, the physician decided to remove the red62. While retracting the red62, the physician experienced resistance and subsequently removed the red62 along with the sheath. It was reported that the red62 was noticed to be stretched and broken at the mid-shaft. The procedure was completed at this point. There was no report of an adverse effect to the patient.